Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit, high blood glucose and hospitalization. Customer's blood glucose level went as high as 686 mg/dl. Customer experienced abdominal pain, felt ill, nauseous and treated themselves via manual injections. Troubleshooting for battery out limit alarm was performed. Customer changed out their battery and the device alarmed. Customer advised the device was without a battery for a few days which resulted in battery out limit alarm. Customer was unable to complete the high pressure test and unable to complete troubleshooting due to hanging up the line.